Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid; unexpected delivery of a ventricular tachyarrhythmia therapy and pr logic detection. Analysis also revealed an indication of ventricular tachycardia detection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic because the device was alarming. Interrogation revealed the indication for the "alert was the right ventricular (rv) pacing lead impedance was not taken." It was also reported the patient received a number of inappropriate therapies for sustained ventricular tachycardia. It was determined the device interpreted the episodes as ventricular tachycardia (vt) and ventricular fibrillation (vf) and delivered anti-tachycardia pacing and shocks. Diagnostic testing and troubleshooting was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.